Manufacturer narrative:
(B)(4). This is a report of use error, where the patient connected to an unprimed patient line due to a closed patient line clamp. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient connected to an unprimed patient line. The line had not been primed due to a closed clamp. The technical services representative reviewed proper procedures with the patient. The patient would start over with all new supplies. There was no patient injury or medical intervention reported. No additional information is available.